Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the motor drive unit spun the device blades intermittently and was pulsating. This occurred with two handpieces. The procedure was completed using a pouch with no adverse patient consequences.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The reported symptom of the device not activating the disposable was duplicated. The cause was due to a loose set screw on the cpc coupler. (B)(4) - damage to drive connector or coupling.